Event description:
It was reported that there was a separation between an unspecified quantity of transfer sets and a non-baxter titanium adapter; further described as ¿becoming loose/coming apart." This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
"Catalog" #: suspect 5c4482 or 5c4483 reported. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.